Manufacturer narrative:
The company service representative examined the system and confirmed the system messages reported. The fluidics module was replaced and will be sent for in-house evaluation. The system was then tested and met all production specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no known impact or consequence to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported system messages displayed. Multiple attempts were made for more information on the event and patient status with no response to date. No patient injury was reported.